Manufacturer narrative:
Reporter number (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the motor device had damaged component - cable/cord/wiring. It was further determined that the device had liquid damage (motor and control), jammed locking sleeve, missing lid and got hot. It was noted on the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that there was liquid damage in the motor and control, locking sleeve was jammed and the lid was missing. Therefore, the reported condition was confirmed. The assignable root cause was due to improper cleaning and maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.